Manufacturer narrative:
On 10/08/2015 software investigation completed. Findings are that the user was walked through thresholding and was successful. Software is functioning as designed.no parts have been received by manufacturer for analysis.no further issues have been reported.

Event description:
A site operating room (or) representative reported that, while in a cranial procedure, they could not adjust the computed tomography (CT) scan to have enough definition to operate with. In trouble-shooting, the site representative was instructed to bring down the level and width and slowly adjust up the level then the width. Delay in therapy was greater than one hour before continuing. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.